Event description:
Facility reported that after 1.5hrs of treatment, staff noted >500cc of blood on pt's face, upper body, as well as area surrounding the pt. Arterial and venous needles and tape were on the pt's upper body. Total of 500cc of saline was given to the pt, to support the blood pressure after the incident. Md ordered to discontinue treatment for today and will resume on next scheduled treatment.

Manufacturer narrative:
Based on the evaluation of preserved samples & DHR, no abnormality was observed. Furthermore, the pt has acknowledged to have intentionally pulled both the arterial and venous lines out by herself, resulting in >500ml of blood loss. The pt has recently suffered from a stroke and does not have the ability to communicate effectively verbally. In conclusion: there was no malfunction for the needle itself and the complaint lot met the product and quality specifications prior to releasing it into the market.